Manufacturer narrative:
The reported event of high impedance was confirmed. Return octrode lead body had a kink with multiple internal wires broken, which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective therapy. Diagnostics discovered multiple contacts with high impedance. In turn, reprogramming was unable to resolve the issue. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored postoperatively.